Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Foreign body sensation is a known side effect of refractive laser surgery. Corneal haze is a known side effect of refractive laser surgery and describes cloudy appearance of the cornea in response to the ¿wound¿ of laser ablation. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A technician reported a patient with foreign body sensation and hazy vision in the right eye two days post lasik procedure. The reporter indicated oral steroids were prescribed and topical steroid eye drop dosage was increased. On follow up the patient reporter the symptoms were improving.